Event description:
It was reported that the infusion pump was involved in an overinfusion, where it was programmed to infuse 100 ml of a dipravan solution at 6 ml/hr, however 90 ml infused in 5 to 7 minutes. No pt injury occurred. Channel one was involved.